Event description:
The patient was found in back-up mode following being hit by lightening. The device would not re-initialize. The device was explanted and replaced with another crt-d.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status mol1. The device was implanted for 28 months and 14 charging cycles were recorded to the device memory. The inspection of the ICD memory revealed that the ICD activated the safety backup mode on (B)(6) 2013, due to the automatic detection of frequent device resets. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. However, the anti-bradycardia therapy functions of the device were found compromised. Therefore, the ICD was opened. The visual inspection of the inner assembly showed no anomalies. Subsequently investigations revealed that the pacing output stage on the electronic module was damaged. This led to the numerous device resets and in consequence to the activation of the safety backup mode. The observed damages clearly indicate an external electrical overstress. By design the ICD is protected against high voltages, especially during shock delivery. However, considering the extremely high electrical fields present during the discharge of a lightning bolt, damage to the ICD cannot be excluded. In summary, the clinical observation resulted from an external electrical overstress, most likely caused by the lightning as mentioned in the clinical observation. There was no indication of a material or manufacturing problem.